Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device was cosmetically unacceptable with a bent and drilled tip (failed visual assessment). It was determined that the cutter device could not be inserted on the unit (failed cutter insertion). During service/repair, it was observed that the bearings were corroded and damaged, impeding the cutter to go in on the device. It was determined that the issue was consistent with time and wear. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device was damaged internally. During in-house engineering evaluation, it was observed that the device was cosmetically unacceptable with a bent and drilled tip (failed visual assessment). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.